Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there is one previous complaint of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Without any closed sample an analysis cannot carried out to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: as indicated in the instructions for use of the product: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: not justified: without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. In consequence, a proper analysis cannot be done. Nevertheless, note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analysed. Please note that when no samples are received our analyzing is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. H3 other text: device not returned.

Event description:
Country of complaint: germany. Thread breaks very easy.